Event description:
Device was returned to co with an indication that the device penetrated the dura on the second hole. Note: add'l info has been requested from the customer, but not yet received.

Manufacturer narrative:
Note: the info in section f is being supplied by the MFR (jjpi) and not the user facility. No medwatch form has been received from the user facility. A review of the lot history records for this lot revealed not discrepancies. The device was visually inspected. Hardened case debris was noted on the unit. The debris was removed and the unit tested for proper function and performed properly for ten test holes. The reported failure could not be repeated.